Event description:
It was reported by the customer that the device "does not work well". There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.